Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
In 2006, an operating room technician attempted to close a right femoral arteriotomy with a proglide. The closure was unsuccessful and hemostasis was achieved using manual compression. Two days after closure, the pt returned to the hospital with right foot pain due to ischemia. Thrombolysis, hyperbaric treatment, embolectomy, and a graft were attempted to treat the ischemia two days later. These measures were unsuccessful, and the pt received a below the knee amputation several weeks later (date unk). The pt remained in the hospital for an unk length of stay for other medical reasons.